Event description:
The customer reported a communication failure error message, and the system shut down every time they tried to use it. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The circuit boards were evaluated and reseated. The software on gib and ffb boards was reloaded. The system was tested and found to be working as intended and put back into service.